Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the hematocrit saturation sensor clip was broken. The user also reported the hsat probe was swapped with another monitor for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.